Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 155 mg/dl. The alarm was cleared and the customer was able to rewind the device. Bolus in air test passed and it was recorded in the bolus history. The basal rates, time and date were also correct. The customer was advised that the device would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no remote frequency pic failed self test alarm noted. The device passed the self test. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked belt clip slot, and cracked battery tube threads.